Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary - (B)(4) - battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) - battery depletion-normal. (B)(4) no anomalies found, blood/body fluid outer tubing overlay, outer tubing overlay melted and cosmetic esc, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and breached cut, apparent explant damage. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Event description:
Review of manufacturer's database revealed the patient died approximately ten months after device system implant. The cause of death has been requested and not received.